Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was monitored for several days and no audio or beep anomaly or blank display anomaly noted. No damage found on the lcd isolation tape noted. The insulin pump had cracked case at the display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that she was woken up by her son's insulin pump giving a constant tone, however the backlight was on but the display was blank. The customer's blood glucose reading was 480 mg/dl, and treated with injections. The caller performed troubleshooting by checking the battery tube for corrosion, inserting a new battery, and performing a pump rest for 10 minutes to no avail. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.